Manufacturer narrative:
The hyfrecator handpiece (concomitant device) will be returned to conmed for evaluation. From the info provided by the initial reporter, the hyfrecator handpiece is over six yrs old. The initial reporter stated the hyfrecator and the hyfrecator handpiece is used approx eight times every wednesday. The hyfrecator handpiece has a limited number of uses and is clearly called out in the instructions for use. From the info provided by the initial reporter, the hyfrecator handpiece has been used beyond its intended life span. The hyfrecator handpiece instructions for use state the following: reuse: this device is designed for 100 repeated uses when utilized with the validated instructions contained herein. Use of this device beyond its intended life span will eventually result in failure of the device and present a possible hazard. At that point, the device cannot be repaired and should be replaced with a new conmed handpiece. Care in use and handling can ensure the useful life of this product.

Event description:
In the middle of the procedure, the handpiece cord caught fire where the cord plugs into the electrosurgical generator. No injuries were reported. The initial reporter stated that the hyfrecator and the hyfrecator handpiece is used approx eight times every wednesday.